Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was estimated that the front panel flashed due to the failure of the slider switch of the scope socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended a trouble-shooting option. However, that was unsuccessful, and tac then advised the customer to return the unit for further inspection/possible repair. Additional diligence was made to the customer to obtain event/device details. However, the information provided did not match our olympus device details. Another follow up attempt has been made to the customer requesting additional clarification on the initially reported event(s).

Event description:
The customer reported that the front panel on his olympus evis exera iii xenon light source was flashing. Additional details relating to the patient and clarification of the event/failure have been requested, but no clarity has been received at this time. There was no patient harm or consequence reported as a result of this event.